Event description:
Patient was implanted on the left side and underwent a revision surgery due to elevated cobalt and chromium levels. Patient also suffered from great pain post implantation.

Manufacturer narrative:
This case was reopened on (B)(6) 2021 to enter additional information which had been received on jul 01, 2021. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above in h7 and h9, zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received legal document for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to elevated cobalt and chromium levels and pain.